Event description:
It was reported that the user did not wear the ilet for approximately one day due to a lapsed dexcom g7 prescription and, after obtaining new sensors, the continuous glucose monitor did not connect to the ilet because the pairing code was not entered. Symptoms included no glucose data available to the ilet. Outcomes included temporary interruption of automated insulin dosing pending cgm pairing and warmup, with no alerts or alarms reported. Investigation included remote troubleshooting and user education on correct dexcom g7 sensor pairing to the ilet. Investigation of this case revealed an incorrect or missing pairing step that prevented cgm-to-ilet communication, consistent with user setup error involving the cgm pairing process. It was concluded, based on previously established findings for similar reports, that the cause was user error during device setup.